Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown baxter access set (IV tubing set) under infused. The event was further described as when "the clamp or the blue key did not clamp when the tubing was removed from the pump allowing medication to infuse" the tubing set was used in conjunction with a spectrum pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.